Event description:
The company was informed that the pt was experiencing sound quality issues. Programming adjustments were made, however this did not resolve the issue. Testing of the device revealed that some open electrodes. Revision surgery is under consideration. Advanced bionics is in the process of gathering more info and will submit a supplemental report once more info is obtained.